Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8042b implantable pulse generator (ipg) (B)(6) 2008, 4524 implantable pacing lead (B)(6) 1998, 2187 implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low impedance in bipolar and unipolar. The impedance has been trending downward over the past two years. The lead was capped and replaced. No patient complications have been reported as a result of this event.